Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery an ophthalmic forceps was not opening and closing. Surgery was completed with an alternative forceps with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no further complaints associated with the lot number. The concerned sample was not sent to the investigation site for evaluation. Therefore, no further assessment is possible, and the investigation is concluded without identifying the root cause. The root cause for the customer complaint issue cannot be determined. The exact root cause for the customers reported event is unknown. Therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).